Manufacturer narrative:
All buttons function properly, however moisture damage was found on keypad traces. No button error alarm noted during testing. Pump received with minor scratched display window, cracked reservoir tube lip and missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. Customer indicated that a new battery was installed but did not clear the error. Customer does not recall any significant events leading to the error. Customer's blood glucose was 96 mg/dl at the time of incident. Troubleshooting was done for button error. And informed the customer not to wear the pump against her skin. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.